Manufacturer narrative:
(B)(4).

Event description:
It was reported that following a neurostimulator changeout, the number 3 electrode impedance pairs were all over 40,000 ohms. The reporter was advised on how to program around the electrode. The physician determined that replacement was required, but the surgery had not yet been scheduled. Patient information could not be obtained. Additional information has been requested, but was not available as of the date of this report.